Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the x-stage cover was damaged. It was noted that the damage did not impact the functionality of the x-stage and that the x-stage would be replaced by a biomed. This issue was discovered outside of a case and there was no patient present when this issue was identified.